Event description:
Our foreign consignee reported, the battery of the heart lung console did not function as expected. No other details regarding the nature of the event were provided. There was no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.